Event description:
The user's hearing performance with the device has reportedly deteriorated. In situ measurements showed affected channels. The clinic found out that the cochlea was filled with air and tissue. The user previously had good hearing performance with the device. The clinic wanted to surgically remove the air bubbles and tissue and reinsert the electrode again, however after the removal the reinsertion of the electrode was not possible anymore therefore it was decided to use the backup implant. During the surgery one channel was manipulated and it was therefore extra cochlear,additionally high impedances were reportedly reported.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition the recipient experienced physiological changes in the cochlea, which likely contributed to the decline in hearing performance. The problems given in the recipient report appear to match the damage found. This is a combined initial and final report.